Event description:
It was reported that during a laparoscopic appendectomy procedure, there was a malfunctioning of the device. The pt underwent a laparotomy because the bleeding was not controllable.